Event description:
Customer states neonate pt reportedly received result of lo (less then 10 mg/dl) on inform system 1 and 90 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device. However, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used on system 2 (lot number 549945, expiration date 1/31/2009). Reference medwatch report with a1 pt for the suspect device used in system 1.